Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 6841, time expended: 01:43 minutes. The fiber tip was not cleaned during the procedure. "End came off of fiber" was reported.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that "end of the fiber came out (forward firing)" was noted. The fiber was exchanged, and the procedure was completed with the second surgical fiber. Patient outcome: "ok" reported. No patient or user injury was reported.